Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: in 2007, inratio: 3.2, lab: 5.3, mean: 4.15, confidence limits: 2.4-6.1. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time. Products will be tested returned. Caller returned meter on 8/21/2007. Functional testing had been performed on returned meter. Meter passed all specification. Complaint was not confirmed.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: in 2007, inratio: 3.2, lab: 5.3.